Event description:
Ous MDR - after an implant duration of 4 months premature battery depletion was reported. Pacing and sensing function of the device were not affected. No adverse pt side effects have been reported. The device was explanted.